Event description:
It was reported that the customer's insulin pump alarmed while taking a shower. The customer cleared the alarm and changed the battery, but the device did count up to seven and then the screen went black. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and had frozen display as a result of a faulty component in the interface board. The device was received with scratched display window and missing end cap sticker.